Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 650cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient began to experience right breast pain in which she sought consultation. She was diagnosed with a deflated right breast implant during a physical exam with a medical professional as she was observed to have a decreased size of the right breast. Ultrasound imaging was performed indicating a deflated right implant and a peri-areolar left breast cyst. As a result, the patient underwent bilateral removal and replacement with 675cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the left breast prosthesis.